Manufacturer narrative:
MDR 3003442380-2024-01885 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patinet faced an issue with two infusion sets were with kinked cannula twice on (B)(6) 2024. The infusion set cannula was kinked due to which he experienced high blood glucose level. The issue occured within 3 hours of insertion for each time for both. The ifusion site was abdomen.the patinet replaced infusion set and resumed insulin successfully. His highest blood glucose level was between 300 mg/dl at the time of incident unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.